Manufacturer narrative:
The device has not been returned to edwards for evaluation; however, attempts to retrieve the device are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion or receipt of additional information. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an inspiris resilia valve model 11500a23 was explanted due to moderate to severe regurgitation after an implant duration of 14 days. As reported, indication for initial replacement was aortic stenosis. The initial implant was performed via a full sternotomy approach. Extensive debridement was performed. Both the replica end and cylindrical end were used while sizing the annulus and the sizer was used parallel to the plane of the annulus. A supra annular implant technique was performed with interrupted suturing technique. On the day of initial implant, the patient at the weaning of bypass had a mean gradient of 8mmhg, and no leak was detected on echo. On day #7 post-op, the valve had a mean gradient of 29mmhg and a max gradient of 52mmhg. Moderate central insufficiency was suspected. It was not clear if there was regurgitation of paravalvular origin. Upon opening for redo surgery, the surgeon found a normal looking valve. He explored around with a hook and could not find a gap that could have been a potential site for a leak between sewing ring and patient annulus. As reported, there was very poor echocardiographic imaging possible because the patient was obese. The patient presented with short of breath prior to the redo procedure. A valve model 11500a25 with a root enlargement was implanted in replacement. As per medical opinion, the patient may have had a small patient prosthesis mismatch with the 11500a23mm valve implanted. The patient was noted as to be doing well and still recovering in the hospital.

Event description:
Edwards received notification that an inspiris resilia valve model 11500a23 was explanted due to moderate to severe regurgitation after an implant duration of 14 days. As reported, indication for initial replacement was aortic stenosis. The initial implant was performed via a full sternotomy approach. Extensive debridement was performed. Both the replica end and cylindrical end were used while sizing the annulus and the sizer was used parallel to the plane of the annulus. A supra annular implant technique was performed with interrupted suturing technique. On the day of initial implant, the patient at the weaning of bypass had a mean gradient of 8mmhg, and no leak was detected on echo. On day #7 post-op, the valve had a mean gradient of 29mmhg and a max gradient of 52mmhg. Moderate central insufficiency was suspected. It was not clear if there was regurgitation of paravalvular origin. Upon opening for redo surgery, the surgeon found a normal looking valve. He explored around with a hook and could not find a gap that could have been a potential site for a leak between sewing ring and patient annulus. As reported, there was very poor echocardiographic imaging possible because the patient was obese. The patient presented with short of breath prior to the redo procedure. A valve model 11500a25 with a root enlargement was implanted in replacement. As per medical opinion, the patient may have had a small patient prosthesis mismatch with the 11500a23mm valve implanted. The patient was noted as to be doing well and still recovering in the hospital.

Manufacturer narrative:
The device has not been returned to edwards for evaluation; however, attempts to retrieve the device are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion or receipt of additional information. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d9 (device availability), h3 (device evaluated by manufacturer), h6 (type of investigation). The device was returned for evaluation. As per product evaluation results, customer report of regurgitation could not be confirmed through visual observations. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. As received, leaflet 2 was in the open position. Open leaflet was able to be pushed back into closed position when probed. Serrated mechanical damage marks were observed on the outflow surfaces of all three leaflets. Suture holes were visible around the sewing ring. Valve will be sent to r&d for functional evaluation.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section d4 (expiration date), h4 (device manufacturer date), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Functional testing of the returned device was performed. As per product functional evaluation results, all three leaflet were fully mobile, and all three leaflets were observed to close completely under all backpressure conditions, with no central leakage path present. The results from in vitro testing may be different from those obtained clinically due to hemodynamic and environmental differences. Customer report of central insufficiency was unable to be confirmed by functional evaluation, and no medical records or imagery were provided. It is possible that the reported moderate central insufficiency in vivo could have been caused by patient and/or procedural factors, however a definitive root cause could not be conclusively determined. Based on the information available, a manufacturing defect has not been confirmed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.